Event description:
Procedure: low anterior resection. According to the reporter: staples did not deploy. A stoma was necessary in order to complete the surgery. There was a colostomy performed. There was intra-operative bleeding. There was unanticipated tissue loss. There was an extension of surgery time more than 30 minutes. There was no bleeding over 500cc. The patient underwent an extension of hospital stay. There was no reinforcement material used.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/06/2015.

Manufacturer narrative:
(B)(4).